Event description:
It was reported before a procedure, the core impaction drill got hot. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.